Manufacturer narrative:
Customer technical support (cts) assisted the customer in inspecting the aspirate probes. No issues were noted but the probes were not replaced. Cts assisted the customer in replacing the tubing associated with the probes. This did not resolve the system check failures. The beckman coulter field service engineer (fse) contacted the customer and requested that the customer replace the aspirate probes. After replacing the aspirate probes, the system check passed. (B)(4).

Event description:
On (B)(6) 2014, the customer reported failing pth (parathyroid hormone) calibration failures when using the access 2 immunoassay system. The customer achieved a passing system check on (B)(6) 2014 and processed samples until (B)(6) 2014 when multiple attempts at calibrating the pth assay failed. As part of troubleshooting on (B)(6) 2014, the system check failed with elevations and imprecision in the washed portion, indicating the failure mode of insufficient washing of unbound reactants from the vessel. The customer was requested to review patient data generated between the passing system check on (B)(6) 2014 and the issue on (B)(6) 2014. The customer did not report any concerns of erroneous patient results in association with this event. There were no reports of injury or death, and no change to patient treatment attributed or connected to this event.